Event description:
Left one tampon inside - vagina [foreign body in reproductive tract] case narrative: consumer reported via social media that the tampon was left inside. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.